Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a defective lock sensor was found. The lock sensor will be replaced to fix the issue.

Event description:
The device was returned due to the device having no software update and the cassette lock not working. The results of the investigation found that the device's lock sensor was defective. There was unknown patient involvement and unknown patient harm/adverse event reported.